Manufacturer narrative:
Device used in a veterinary case no patient information will be reported. Part 319.010, lot l112485: manufacturing site: (B)(4). Release to warehouse date: december 13, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A service and repair evaluation was completed: the customer reported that during tplo surgery a depth gauge is measuring a wrong depth. The repair technician reported the device is binding. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: upon visual inspection, it was observed that the motion between the guide sleeve and slider assembly was not smooth. The guide sleeve was moved along the slider assembly and noticed the motion was not smooth which could have resulted in the incorrect measurement issue. The outer diameter of the needle was measured within specification. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary: it was reported the depth gauge did not function. During a surgery, the device did not measure the correct depth and screws placed were not long enough. This was during a veterinary case; there was no human patient involvement. While the device was being investigation by the manufacturer, it was observed that the motion between the guide sleeve and slider assembly was not smooth. This report is for a depth gauge. This is report 1 of 1 for (B)(4).